Event description:
During a liver resection procedure when the subject device was advanced out of the distal end of the renegade 105/3.0/2.5/.021/20/straight microcatheter, only the pusher wire appeared and the coil was not attached. The physician attempted to pull back the pusher wire but was not able to. Finally, the pusher wire was pulled out together with the microcatheter. The suject device was not cheked before use; the physician is not sure whether the coil was attached to the pusher wire. The physician looked for the coil around the operating room and inside the pt's body under x-ray, but was not able to find it. There is the possibility that the coil is still inside the microcatheter. The pt was reported in good condition.